Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient returned for follow up and the recent CT revealed that the endurant stent graft had has a proximal type I endoleak. The physician elected to implant aptus endoanchors and the proximal type I endoleak resolved. The physician does not know the cause of the event. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.